Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record showed the product was released per specifications. The returned sample was visually inspected and a bend in the irrigation tubing was confirmed. However, when the sample was returned, the tubing was still banded and did not have any fluid in the fms, tubing or draining bag, this sample does not seem to be the suspect product. While the customer¿s complaint of kinked tubing was confirmed, testing of the sample showed that the kink was cosmetic and did not affect the performance of the product. The cause of the kink could not be definitively determined with the information available to date; however, after review of the custom pack drawing, the root cause could be related to the placement of the trayless cassette during the manufacturing process. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that a kinked in the cassette tubing was observed during a cataract procedure when an ophthalmic surgeon experienced a decrease in the intraocular pressure and a posterior capsule tear occurred. An anterior vitrectomy was performed and the procedure was completed. Additional information was requested; however, none has been received to date.